Manufacturer narrative:
This report is submitted on july 14, 2020.

Event description:
Per the clinic,, the patient underwent revision surgery on (B)(6) 2020, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture. It was reported that the surgery was performed due to complaints of feedback with device use.